Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had one-year remaining battery from the last remote transmission and during the recent transmission, this device had three-months battery remaining. Right ventricular automatic capture (rvac) was on and might be a factor. Boston scientific technical services (ts) discussed that the longevity calculations were not as precise as the device that approaches explant. Changes in either the average power or small changes in the battery voltage can shift the calculation several months. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had one-year remaining battery from the last remote transmission and during the recent transmission, this device had three-months battery remaining. Right ventricular automatic capture (rvac) was on and might be a factor. Boston scientific technical services (ts) discussed that the longevity calculations were not as precise as the device that approaches explant. Changes in either the average power or small changes in the battery voltage can shift the calculation several months. As of this time, this device remains in service. No adverse patient effects were reported. Subsequent information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.